Event description:
Revision surgery -pt complained of poor range of motion and pain. The surgeon noticed the femoral was loose and replaced with cement component. The surgeon also replaced the tibial insert.